Event description:
Baxter reports a leak from the tubing of a transfer set from the area of the twist clamp. The transfer set had been in place since 02/2006, which is also the date that the home pt started using peritoneal dialysis (pd). The transfer set was changed and although prophylactic antibiotics were administered (1 vial of ciprofloxcin intravienous), there was no pt injury indicated at the time of the initial report.